Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance of greater than 2,500 ohms, low amplitude, loss of capture (loc), noise, oversensing, and pacing inhibition. The noise was able to be reproduced with pocket manipulation but not with isometrics. The lead was examined under fluoroscopy and the conductor coil was found to be fractured. The fracture was located proximally to the suture sleeve. It appeared that the suture sleeve angle may have been too acute. The patient was not pacemaker dependent and had no symptoms. A lead revision procedure was performed to replace the rv lead. The rv lead was explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on the completion of the record review process and trending analysis.